Event description:
Reportedly, during a routine follow-up, cardiac physiologist came to the conclusion that both non-sorin leads were damaged. Device replacement indicator is due in less than one year. The physician did not decided yet if he will remove the entire system or not.

Event description:
Reportedly, during a routine follow-up, cardiac physiologist came to the conclusion that both non-sorin leads were damaged. Device replacement indicator is due in less than one year. The physician did not decided yet if he will remove the entire system or not.